Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation, the monitor displays a blank screen with no image a root cause could not be identified. Based on the results of the investigation, the most probable cause of the reported malfunction and the additional malfunction identified during the investigation is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported image interference during service maintenance involving an gastrointestinal videoscope there was no patient injury reported.